Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During visual inspection at the plant, this product was found to have a foreign material inside of its sterile pouch. The material was moveable and inside the inner protective tube of the package. The sterile package was still intact when received. The product was not shipped out of the warehouse. The product was never used in a patient.